Manufacturer narrative:
A good faith effort (gfe) was performed to clarify the customer allegation, and it was provided that the customer alleged that there was no sound. The remote service engineer (rse) spoke to the customer, and the reported issue was not found at the time of the call. The monitor was determined to be working fine. Philips was unable to replicate the reported problem and the reported problem was not confirmed. No failure was identified and the device was confirmed to be operating per specifications at the customer site.

Event description:
The customer reported a speaker malfunction error. The device was not in use on a patient at the time of the event. There was no adverse event reported.